Event description:
Doctor noticed a white plastic screw from the smoke evacuator bovie was missing from the bovie mid-case. Upon searching the field and the patient, the white screw was found inside the patient's breast cavity (mastectomy case). Screw was retrieved and cavity irrigated. Staff made aware this is a possibility when using the smoke evacuator bovie and to be conscious of missing parts/pieces. Per manager: this is a design flaw. The screw should be designed so that it does not separate from the handle.